Event description:
Caller alleged imprecision with inratio. Results are as follows: first test inr = 5.4, second test inr = 4.5. First test inr = 3.9, second test inr = 5.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060600: first test inr = 5.4, second test inr = 4.5, mean = 4.95; sd = 0.64; %cv = 12.9%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user lot 060600: first test inr = 3.9, second test inr = 5.1, mean = 4.5, sd = 0.85; %cv = 18.9%. The %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.